Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the instrument was inspected before use and found to be free of damage or abnormalities. During the procedure, the surgical team did not experience any functional issues with the instrument¿there was no resistance during insertion or removal through the cannula, and no collisions with other instruments or hard materials occurred. No fragments from the instrument fell into the patient, and no events required additional surgical intervention or interruption of the procedure. The instrument was removed with the wrist straightened, in accordance with best practices, and this process was smooth and without resistance; post-removal inspection confirmed that both the instrument and cannula remained undamaged. While it was stated that no fragments fell, it was also reported that fragment(s) were retrieved with another robotic instrument and the fragments matched together with the instrument to verify it as complete; all components were accounted for without the need for further procedures or postoperative imaging. The surgical procedure was completed robotically without the need to convert or abort, the patient did not sustain any injury, and there is no information indicating postoperative complications related to retained foreign objects. All relevant items, including any retrieved fragments, were returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have one blade broken at the base. A piece approximately 10.60 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument was broken. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.